Event description:
Customer reported oncology patient with power PICC since february 24, today attends routine maintenance, return due to insertion point is evidenced, device is removed, evidence of fracture. No other information was provided. Additional information received on 26.may.2023: it was reported by the customer ¿no evidence of complication are confirmed, apart from removal and reinsertion due to leaks in the catheter, which does not generate serious damage or additional treatments to the patient. Use for neuro oncologicals and antibioticoherapy with apparent washing before and after use. It could not be established with written evidence whether they used the calming sequence, force and technique for maintenance, or the type of syringe (10ml diameter).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak is inconclusive due to poor sample condition. One photo sample of a 4 fr powerpicc sv catheter was provided for evaluation. The catheter is shown outside of patient use and is looped into a circle. No apparent evidence of damage could be observed from the image; therefore, the complaint could not be confirmed and remains inconclusive at this time. Based on the description of the reported event, possible contributing factors include damage during handling, sharp instrument damage, and repeated kinking contributing to material fatigue. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause. Since the reported issue could not be confirmed from the information provided, the complaint is inconclusive at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported oncology patient with power PICC since february 24, today attends routine maintenance, return due to insertion point is evidenced, device is removed, evidence of fracture. No other information was provided.

Event description:
Customer reported oncology patient with power PICC since february 24, today attends routine maintenance, return due to insertion point is evidenced, device is removed, evidence of fracture. No other information was provided. Additional information received on 26.may.2023: it was reported by the customer ¿no evidence of complication are confirmed, apart from removal and reinsertion due to leaks in the catheter, which does not generate serious damage or additional treatments to the patient. Use for neuro oncologicals and antibioticoherapy with apparent washing before and after use. It could not be established with written evidence whether they used the calming sequence, force and technique for maintenance, or the type of syringe (10ml diameter).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.